Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 13 days. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was inpatient and still on IV milrinone for elevated pulmonary artery pressures, but the plan was to send the patient home and wean the patient from there. The patient's post-operative course was also complicated by fluid collection around the outflow graft elbow and inflow conduit, which was noted with a CT scan and was suspicious for infected fluid. The patient also had a left pleural effusion and a lesion in the right lower lobe which was suspicious for pulmonary embolism. At that time, the patient's inr was still subtherapeutic at 1.3, but the patient was on heparin. The patient was periodically febrile with a temperature higher than 101 degrees fahrenheit, and white blood cell count was 18. It was reported that at the time of the event, the pump was functioning as expected, and there were no alarms, and the pump parameters were stable. The patient was discharged on (B)(6) 2015 on 0.25 milrinone. On (B)(6) 2015, the patient went to the ER and received ICD shocks. Adjustments were made to the patient's medications and the patient was sent home. On (B)(6) 2015, the patient was readmitted to the hospital for ICD shocks and a slight elevation in lactate dehydrogenase (ldh) of 500s u/l. Heparin and aggrenox were started. The patient's inr goal was 2.5-3.5. The patient was given amiodarone 400 mg twice a day for 10-14 days, and 200 mg twice a day after that. On (B)(6) 2016, the patient was off of heparin, pump parameters were stable, and no alarms were occurring. The patient's ldh was 511 u/l, plasma free hemoglobin was 15 g/dl, hemoglobin was 8.3 g/dl, and hematocrit was 27 percent. The patient was discharged to home and is on sildenafil and milrinone.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported event could not be determined through this evaluation. The instructions for use lists peripheral thromboembolic event, infection, and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.